Event description:
Tkmd safety needle lot# 20210305, 23gx1" needle used for im injection purposes, safety feature does not engage, sheath pops open after closing. Clinical staff has made over four reports documenting flaws in safety feature. FDA safety report ID # (B)(4).